Event description:
Customer reported that the button to press to engage the pump was hard to press. There was no adverse impact to the customer's blood glucose level. No further action was required as the customer did not request a follow-up, and cts was unable to proceed with troubleshooting.